Manufacturer narrative:
(B)(4).

Event description:
Reportedly during an implant attempt the lead tip was unable to pass through the distal end of a 7 fr sheath. With a straight stylet inserted and the mannitol capsule not dissolved yet, the subject lead was inserted into the patient¿s left subclavian vein through a 7 fr adelante sheath (oscor). Then, the lead tip became stuck at the distal end of the sheath and unable to pass through it. The physician made further attempts by pulling the sheath (considering the possibility that the distal end of the sheath was in contact with the wall of the superior vena cava) and by re-inserting the lead after ensuring a complete dissolution of the mannitol capsule; however, the lead tip was still unable to come out of the distal end of the sheath. The sheath was extracted and re-inserted into the vein following re-insertion of the dilator, but the same issue was encountered. The 7 fr adelante sheath was then replaced with an 8 fr adelante sheath. With this 8 fr model, the lead successfully passed through with no resistance. The lead was then successfully implanted in the atrium. Preliminary review of the DHR showed no irregularity.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by liavnova that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly during an implant attempt the lead tip was unable to pass through the distal end of a 7 fr sheath. With a straight stylet inserted and the mannitol capsule not dissolved yet, the subject lead was inserted into the patient¿s left subclavian vein through a 7 fr adelante sheath (oscor). Then, the lead tip became stuck at the distal end of the sheath and unable to pass through it. The physician made further attempts by pulling the sheath (considering the possibility that the distal end of the sheath was in contact with the wall of the superior vena cava) and by re-inserting the lead after ensuring a complete dissolution of the mannitol capsule; however, the lead tip was still unable to come out of the distal end of the sheath. The sheath was extracted and re-inserted into the vein following re-insertion of the dilator, but the same issue was encountered. The 7 fr adelante sheath was then replaced with an 8 fr adelante sheath. With this 8 fr model, the lead successfully passed through with no resistance. The lead was then successfully implanted in the atrium. Preliminary review of the DHR showed no irregularity.